Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was missing gel. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "two samples were drawn without noticing the tubes don't have the gel. The samples arrived to be processed without proper separation." Additional information received on 18/jul/2022: new sample collection was required for 2 patients.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was missing gel. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "two samples were drawn without noticing the tubes don't have the gel. The samples arrived to be processed without proper separation." Additional information received on 18/jul/2022: new sample collection was required for 2 patients.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but five (5) photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing gel was observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of missing gel was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of missing gel. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. Maintenance activities were performed on the manufacturing line to mitigate the issue. Awareness of this complaint will be created within the team.